Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited the incompatible scope error (e315 error) due to fluid invasion. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stain on the image could not be determined. It is likely, (e315) error occurred due to fluid invasion of the electrical connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.